Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is a poor performer with no language in any modality, so no reliable information about the sound quality is provided. The user's caregiver denies any significant fall or bump to the head. Re-implantation was carried out.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother denies any significant falls or bumps to the head. Further testing will be done.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is scheduled.

Event description:
The patient is a poor performer with no language in any modality, so she is unable to provide information about the sound quality. The patient's mother denies any significant falls or bumps to the head. Re-implantation is scheduled for october.